Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm was no longer stiff at the base of the arm and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. This was discovered in preparation for surgery and a second articulating arm was used. There was no patient present when this issue was identified.

Manufacturer narrative:
Suspect device evaluated: as reported, the vertek arm is not holding at the base. During a functional check the arm should hold with a downward force up to 14 lbs but failed at 5.5 lbs. The arm should also hold with a sideward force up to 10 lbs but failed at 8.9 lbs. Mechanical failure. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.